Event description:
It was reported via medwatch report. It has been reported that the procedure was being performed on a (B)(6) male patient. Event description: piece of guide wire broke off in the patient's tissue. Patient developed elevated white count. Piece of wire was seen on x-ray. Patient was taken to interventional radiology to retrieve the wire. The wire was outside of the vessel. A small incision was made to retrieve the wire. On 01/26/2012 - follow up information from the risk manager states the catheter was placed into the patient's subclavian on (B)(6) 2011. Around (B)(6) 2012, is when they discovered the patient's white count was elevated. The piece that had been retained in the patient and was surgically removed was approximately 2-inches. The patient had no adverse effects. Additional information from the user facility report: piece of guide wire broke off in patient tissue. Patient developed elevated white count. Piece of wire seen on x-ray. Patient taken to interventional radiology to retrieve. Wire outside of vessel, small incision made to retrieve wire.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available. Additional information from the user facility report: brand name: pressure injectable quad lumen cvc kit, common device name: quad lumen subclavian catheter.